Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that during insertion into the patient body, air was noted in the side port. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complications were reported.